Event description:
The patient was undergoing a medical procedure using a benchmark 6f 071 delivery catheter (benchmark), a guidewire, and a 6f non-penumbra sheath. During the procedure, while advancing the benchmark over the guidewire and through the sheath, the distal portion of the benchmark broke off. Therefore, the physician used a snare device to remove the broken part of the benchmark. No additional information regarding the completion of the procedure was provided. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Please note that the device in complaint was not expected to be returned; however, on 26-oct-2022 the device was received. Based on this information, corrections were made to: 1. Section d. Box 10: device available for evaluation? (Do not send to FDA) 2. Section h. Box 3: device returned to manufacturer)? 3. Section h. Box 3: device evaluated by manufacturer? Additional information was added to: 1. Section d. Box 10: returned to manufacturer on (mm/dd/yyyy). Evaluation of the returned benchmark confirmed a fracture on the distal shaft. This damage was likely a result of the retraction against resistance reported during the procedure. The root cause of the resistance experienced during the procedure could not be determined. Further evaluation revealed the distal fractured segment was kinked and ovalized. This damage likely occurred during snaring the device to remove from the patient body and was incidental to the reported complaint. Evaluation also revealed a guidewire and a 5f select were stuck inside the benchmark. The benchmark was stretched, the catheter lumen was damaged, the internal coil winds were unraveled and wrapped around the 5f select and the guide wire. This damage was likely incidental to the complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Please note that the device associated with this report was expected to be returned; however, additional information received from the penumbra regulatory consultant indicated that the device is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. Based on this information, corrections were made to: 1. Section d. Box 10. Device available for evaluation? (Do not send to FDA). 2. Section h. Box 3. Reason for non-evaluation. 3. Section h. Box 3. ''Other'' reason for non-evaluation. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.